Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 110mm from the terminal end. Additionally, abrasion was observed worn through the silicone sleeve with conductors being exposed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.